Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In system logs, the 1007 error was found; following a downstream 32101 error on setup joint (suj) axes controller unit (acu), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a known good system where the component functioned as expected. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the field replaceable unit connector pogo-pin (fcp) board was inspected, and no faults could be identified. The complaint was confirmed based on failure analysis. While the failure was not replicated during failure analysis, the errors confirmed in the system logs point to a potential issue with the fcp board. This issue may be resolved by replacing the usm. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report a technical issue with universal surgical manipulator (usm4); the system was giving an error 1007 recoverable fault, disable arm to continue. Customer confirmed, but the error reoccurred. The customer also said that the error popped up when the clutch button was pushed to dock the usm4 at the cannula. Tse reviewed logs and confirmed the errors related to the problem. The customer informed that they converted to open surgery at the moment, not due to the problem, but the type of procedure. The procedure was completed with no reported injury.